Event description:
(B)(4). The dealer reported that the tdxsp-cg power wheelchair footplate was too narrow for the size of the consumer's foot. The footplate had a protruded / raised rim, causing a pressure sore on the lateral of the patient right foot. Additionally, the patient's ankle was rotated outwards. Medical attention was sought. (B)(4).